Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was pt representative (pt rep) reported their mother's stimulation was getting shut off and stated their mother keeps on having pain. Pt rep confirmed that they leave their hand and communicator at home when going out. Pt rep was told that it is okay to leave the communicator and handset at home. Pt stated that all of the equipment are all charged. Pt rep asked if they can leave the communicator and handset when they are going out. Agent reviewed and informed pt rep that they can leave it as long as the stimulation is on but still suggested to carry the handset and communicator just in case they need to make some adjustment on their mother's stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the stimulation shutting off was operator error. The issue was resolved.